Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was sent to the supplier and evaluated. There was no allegation of malfunction against the device from the customer and unit arrived as a blind, however, defects were found with the device during service evaluation. Per service report, this complaint can be confirmed. The following defects were found during evaluation: outer tube damaged, distal tip, distal tip damaged, shaver damage to distal tip, holes in distal tip fiber, holes in soldered seam, fibers sunken in. Illumination distal tip fiber damaged low fiber transmission. Optical system, optical components broken lenses in optical system. The defective parts were replaced, and the device was tested and found to be working according to specifications. The physical damages to the device including damage to the outer tube, distal tip fiber and broken lenses in optical system are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the endoscope device had broken lens in the optical system. There was no procedure nor patient involvement reported. No additional information was provided.